Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced four infusion set cannula kinked within three or more hours after insertion at abdomen on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received injection via multiple daily injections (mdi). It was also reported that the patient went to emergency and stayed for 6 to 7 hours on (B)(6) 2025 and received IV (intravenous) and fluids of saline and insulin and pain medicine and nausea medicine. The patient experienced abdomen pain and had high ketones which were life threatening. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.